Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the 1st and 2nd proximal stent strut rows were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-jul-2019. It was reported that crossing difficulties occurred. The target lesion was located in the distal left anterior descending artery. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent could cross the lesion. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.